Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a procedure.according to the complainant, the balloon would not deflate. It is unknown whether or not the procedure was completed. The patient's condition at the conclusion of the procedure is unknown and reportedly unavailable.